Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the implant procedure the physician felt the lead may have had an exposed helix. The physician could not enter the right atrium due to patient anatomy. The lead was not used, and another lead implanted. No patient complications have been reported as a result of this event.